Event description:
Dr. Was broaching the canal of a patient. Broach broke and distal segment was stuck in canal, necessitating an osteotomy for removal. Reporter shipped the precedent revision stem and cordage cable the bone.